Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was reported that the patient suffered from twiddler's syndrome. An invasive procedure was performed. The lead was explanted and replaced and the implantable cardioverter defibrillator (ICD) was placed in a pouch and placed back in the pocket. Several hours after the procedure, it was noted that the patient suffered from a stroke. No additional adverse patient effects were reported. This product remains implanted and in service.